Manufacturer narrative:
Height: 130cm. Investigation. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the adjustment test has shown that the progav 2.0 is not adjustable to all settings. The valve stagnates at 10 cmh2o. Braking force and brake function test: the investigation of the braking force of the progav 2.0 valve showed that the brake function is fully operational. However, the braking force was out of tolerance. Computer controlled test: the test is performed with a miethke computer controlled testing apparatus. The valve was tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h and up again to 60 ml/h in the horizontal position (in acc. To iso 7197). Distilled water is used as test-liquid. The opening pressure is expected to measure at the reference flow rate 10 ± 2 cmh2o in the horizontal position. Results: first, we performed a visual inspection of the valves. No significant deformations or damages of the valves were detected during the visual inspection. Further, we tested the permeability of the progav 2.0 shunt system. The test has shown that the shunt system was permeable. The testing of the adjustability, the brake functionality and as well the brake force of the progav 2.0 valve was possible. Except of the braking force, the test values were within the expected tolerances. To investigate the suspicion of an under-drainage, the opening pressure is measured by using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The progav is tested in the horizontal position. The opening pressure in the horizontal position, at a reference flow level of 5 ml/h, was measured at 0,87 cmh2o. The valve is not operating within the acceptable tolerance [tolerance 10 ± 2 cmh2o]. A second test was done. The opening pressure in the second test was measured at -0,87 cmh2o as well. There was no significant improvement in the values. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we cannot confirm that the progav 2.0 valve is under-draining. Rather, the measurements showed the valve over-draining, likely due to build-up of protein deposits. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Nevertheless, we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that a valve is under draining. The reporter indicated that a post-operative valve is operating in under drainage and required explantation. Additional event details were not provided.